Event description:
The event occurred on an unspecified date and involved a 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock where it was reported a sample was received and investigated that a failure mode of leakage at the shunt/luer junction. There was unknown patient involvement and unknown adverse event or human harm. This captures 1 of 5 devices.

Manufacturer narrative:
One used list# b33980 smallbore trifuse ext set connected with an a microclave was returned for evaluation. As received, no visual damage or anomalies were observed. A leak was observed to be coming from the shunt and tapered connection of the trifurcated connector bond of the samples. The bonds where the leakage was observed were separated and insufficient solvent coverage in the bonds were found on the sets. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage during assembly. A lot history review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.